Event description:
The customer's spouse called to report that the customer was hospitalized with dka. It was stated that the customer was not wearing the pump. The spouse indicated that the customer received two different alarms few days prior to the call. The spouse informed that the customer reset the time but did not set the basal rate on the pump. The contact mentioned that the bolus history is accurate. Troubleshooting was performed. The pump passed the functional testing. It was stated that the doctor thinks the pump was not working properly.